Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient experienced elevated blood glucose levels above 370 mg/dl, stomach pain, and nausea while using the pod on the abdomen for two days. The patient was taken to the emergency room, where high blood glucose and ketones (ketone value 0.2) were confirmed. The pod was replaced at the hospital, and bg levels were subsequently treated. The patient was discharged after 5 hours.